Event description:
It was reported by service report that the foot end brake pedal is missing from the stretcher and the fowler will not lower and is stuck at 90 degrees. No pt involvement or adverse consequences are reported.